Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. A fluid leakage from the purge line (leakage observed within the sidearm retainer) was noted. On-site support was provided at the time of insertion, and careful attention was paid when tightening the yellow luer connector, ensuring that the male and female components were aligned straight. Additional tightening was also performed afterward. No significant changes were observed in purge pressure or flow rate. No harm was noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.